Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 500 mg/dl which was treated with injection. Customer stated insulin flow block started on monday, customer inserted infusion set on tuesday and had 200 mg/dl, 245 mg/dl, 260 mg/dl of blood glucose. Customer stated that last night the infusion set popped off and on wednesday had a high blood glucose of 469 mg/dl. During troubleshooting for no delivery alarm, the infusion set had a bent cannula when removed. The insulin pump will be returned for analysis.